Event description:
The customer reported that there was no audible or visual alarm on the monitor while the pt was in a-fib/vtach. Since there was a need for emergent care to preclude serious injury while a pt was being monitored by philips monitors, we will report the serious injury in caution.

Manufacturer narrative:
(B)(4): the customer reported that there was no audible or visual alarm on the monitor while the pt was in a-fib/vtach. Since there was a need for emergent care to preclude serious injury while a pt was being monitored by philips monitors, we will report the serious injury in caution. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.